Event description:
A malfunction alarm with code malf 13 was reported, and a replacement pump was needed as the malfunction could not be reset. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump with updated software to be sent to the customer, who understood the need to program their settings and connect their cgm to the new pump. The customer was provided with instructions for returning the faulty pump and acknowledged all instructions, including storage mode setup and timely return to avoid charges.